Event description:
It was alleged that during use the pump failed to alarm when being utilized on a patient. It was noted that channels a&b were infusing and the pump was operating on ac power. Hospital advised that the scree locked up, they were unable to access the keypad, and that the green lites were on indicating the pump was still operating. There was no reported patient consequence.